Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that there were air bubbles in the cartridge and that the patient had a blood glucose (bg) of 450 mg/dl with thirst, hunger, and tiredness. Patient received no unusual treatment. During troubleshooting, customer support found that the patient was not using the correct filling technique and attributed the bg excursion to training/misuse. This complaint is being reported because the patient experienced hyperglycemia subsequent to user error.